Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the or to undergo a lead revision due to dislodgement. The dislodgement was discovered previously by the physician, who noted loss of rv capture and a drop in rv sensing during the patient's 3 month post-implant device check. The physician was initially planning to reposition the lead, but could not retract the helix, so the lead was explanted. Upon inspection of the lead tip, tissue stuck in the lead helix was noted, which impeded helix retraction. A new lead was implanted successfully. The patient was stable post-procedure.